Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing long charge time on the device. Programming changes were made. Device remains implanted and patient will continue to be monitored.

Event description:
Additional information received notes that the patient received another notifier for long charge time. Patient currently refuses to have the device replaced. Device will be replaced once eri has been reached.

Event description:
New information received notes that the device was explanted and replaced. Patient was doing fine post-procedure.